Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had stored signal artifact monitoring (sam) episode as well as suspected loss of capture (loc) on the right ventricular (rv) lead channel. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker had stored signal artifact monitoring (sam) episode as well as suspected loss of capture (loc) on the right ventricular (rv) lead channel. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker had stored signal artifact monitoring (sam) episode as well as suspected loss of capture (loc) on the right ventricular (rv) lead channel. No adverse patient effects were reported. This device remains in service.